Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with severe functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. The clip was placed at the intended location (anterior 2/posterior 2 leaflet segments). As the clip was deployed, it shifted and settled with a medial tilt. There was no single leaflet device attachment (slda). The anterior leaflet was less inserted. An additional clip was prepared and implanted medial to the first clip on a3/p3. The ntw was implanted to reduce the medial jet and secure the tilted xtw. The mr was reduced to grade 2. There was no clinically significant delay.